Event description:
It was reported that the atrial lead had dislodged during the implant procedure; it was repositioned at that time. On (B)(6) 2014, the lead was found to have dislodged again. On (B)(6) 2014, the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.